Manufacturer narrative:
G4: 17oct2019; b4: 18oct2019. The field service engineer performed an evaluation and confirmed the reported problem. The touchscreen wasn't responding properly. The field service engineer replaced the touchscreen to resolved the issue. Performed functional and performance tests after the repair which the unit successfully passed. Unit was then return to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019.

Event description:
The customer reported faulty touchscreen. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.